Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, loaded drug in pocket showed up in wrong spot in cubie maps and system configuration. In the drawer b1 spot, ropinirole 1mg tabs were physically loaded but cubie maps were showing that the sotalol 80mg tabs were there. The customer reported that the malfunction occurred while the user was trying to dispense medication to the patient resulted delay in the dispensing workflow. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, loaded drug in pocket showed up in wrong spot in cubie maps and system configuration. In the drawer b1 spot, ropinirole 1mg tabs were physically loaded but cubie maps were showing that the sotalol 80mg tabs were there. The customer reported that the malfunction occurred while the user was trying to dispense medication to the patient resulted delay in the dispensing workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the loaded drug in pocket showed up in wrong spot. A field service engineer closed the work order with the note of while in route customer called to reschedule but no further repair information was provided. A follow up was raised but no information was available.